Manufacturer narrative:
This product is not marketed in the u.s. Patient code: (B)(4) secondary surgical intervention, lens explanted, phacoemulsification surgery with iol implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v3 implantable collamer lens. The lens was explanted 3 years after being implanted in the patients eye, due to shallow vault with anterior subcapsular cataract. Phacoemulsification surgery was performed and an iol (intraocular lens) was implantated.